Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had an unspecified malfunction. During an in-house engineering evaluation, it was observed that the device had a damaged component - cable/cord/wiring, control defective, motor defect, hose defective and various parts of the locking system were defective. It was noted that the device failed pre-test for safety, handpiece temperature, hand control, cutter lock, motor thermistor, loctite and cable assessment. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.